Event description:
The reporter indicated that a 12.6mm vtich 12.6 implantable collamer lens of -7.50/1.0/13 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2021. Excessive vault was observed. The lens remains implanted. Cause reported as patient related factor.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Claim# (B)(4).

Manufacturer narrative:
B5 - the lens was exchanged with a shorter length lens on (B)(6) 2022 due to excessive vault. This resolved the problem. D6b - explanted (B)(6) 2022. H6 - health effect - health impact code: 4629. Claim # (B)(4).